Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter unpaired to the mobile app occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was not confirmed. The probable cause was determined to be patient misuse. No injury or medical intervention was reported.